Event description:
It was reported that during a ptca/stent procedure of a mid-right coronary artery lesion, an attempt was made to implant two stents using a "buddy" wire technique (two wires). During the deployment of the second stent, the htf wire was pinned between the vessel wall and the stent. An attempt was made to pull the guide wire out of the pt (contrary to IFU), at which time the guide wire separated, leaving approximately 4-6mm of the distal tip trapped under the stent. No efforts were made to retrieve the wire segment from the anatomy. The pt left the cath lab in stable condition with the distal tip of the wire remaining in the vessel.